Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2015, where his leads were repositioned back into position. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10353. It was reported the patient is not receiving effective stimulation due to lead migration. Surgical intervention may be pending to address the issue.